Event description:
A malfunction alarm, specifically malfunction code 9, was reported, but no notable events occurred prior to it. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the problem reappeared.